Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report 2 emergency room visits due to high blood glucose levels. The first visit was due to the customer changing her site and received a no delivery alarm. The second visit was due to the readings not coming down after leaving from the first visit. The customer's blood glucose level ranged from 200 to 517 mg/dl. The customer was wearing the device at the time of visit. The customer was treated for the first visit and was sent home, but the second visit the customer was sent home with long acting insulin. The customer needed assistance treating with manual injections. The cause of the visit was due to diabetic ketoacidosis and acquired hypothyroidism. The customer was sent home with long acting insulin and was advised to contact their doctor. The customer stated she would call back when she reconnected to the insulin pump. Nothing was replaced or returned for analysis.